Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 285 units of insulin. Subsequently, the cartridge was filled with cold insulin. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 111 mg/dl.